Event description:
It was reported that there was damage to the black power lead. The wires of the black power cord were exposed. Log files were sent for review. There were no unusual events recorded in the event log file history. Of note, the log file showed that the patient had not connected to power module/mobile power unit power during this history. This indicated the patient was sleeping on battery power.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) having a damaged black power cable was unable to be confirmed. The controller was not returned for analysis. The submitted log files showed the controller functioning as intended. Provided information indicated that the system controller was exchanged. The root cause of the power cable damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.